Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 531 mg/dl and 225 mg/dl, 426 mg/dl and 170 mg/dl sets of readings were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.